Manufacturer narrative:
The device was inspected by an arjo service technician. According to the technician, the overall condition of the bed was consistent with normal wear and tear for its age (9 years). During the inspection, physical damage to the power supply cord was identified, including visible burn marks on the cable and damage to the plug pins. The power cord was replaced. After replacement, the bed functioned as intended. A review of post-market surveillance data and provided photographic evidence indicated that power cord damage may occur due to external mechanical stresses, such as excessive force, bending, crushing, or friction (e.g., entanglement with moving parts of the bed). In this case, the exact circumstances leading to the observed damage could not be determined. Additionally, the electrical outlet used at the time of the event was not evaluated, as the specific location of use could not be confirmed. The instructions for use (IFU, 746-577-en) for the enterprise 5000x bed include warnings and maintenance instructions relevant to this type of issue. These include ensuring that the power cord is not stretched, kinked, or crushed, preventing entanglement with moving parts, and performing regular visual inspections of the power cord and plug. The IFU also specifies that damaged power cords must be replaced by authorized personnel and provides instructions for proper cable storage when not in use. Based on the available information, the root cause of the event was determined to be physical damage to the power cord, which led to sparking upon connection to the power supply. The contributing factors leading to this damage could not be conclusively established; however, external mechanical stress (e.g., getting caught in moving parts of the bed) is considered the most likely mechanism based on post-market data. The arjo device was involved in the reported event and failed to meet its performance specifications due to the damaged power cord. The complaint was assessed as reportable based on the allegation that sparks occurred from the power cord. There was no indication of patient involvement. No injury was sustained. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about an event involving the enterprise 5000x bed. The customer reported that the power cord sparked when plugged into a power board. The customer also mentioned an electric shock. However, during follow-up communication, the customer later clarified that no electric shock had occurred. There was no indication of patient involvement and no injury was reported.